Event description:
It was reported that during a moderately tortuous, heavily calcified proximal left circumflex arterial stenting procedure, there was resistance felt with the advancement of a trek (2.5 x 12). During pre-dilatation, the balloon ruptured on the first inflation at 12 atmospheres. There was no adverse patient effects or clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.